Event description:
It was reported that the atrial lead exhibited loss of capture. It was indicated that imaging would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.